Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following strenuous physical activity, the patient's ipg migrated and the patient started experiencing shocking sensations at the battery site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.